Manufacturer narrative:
The customer reported that the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: difficult to remove device. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device achieved arteriotomy closure after a diagnostic procedure. The device was difficult to remove. Pressure was used to pull the device out of the vessel. Hemostasis was achieved with the device. No additional information available.